Manufacturer narrative:
During preventive maintenance, the thermogard console (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message. Upon visual inspection, the hex coil basket and saline bag hook were missing and pump lid was loose. Afer replacing the lm 34 temperature sensor, hex coil basket and saline bag hook and service; the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported event and there was no previous reported complaint for the thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the thermogard console (sn (B)(4)) for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
On (B)(6) 2019, during on-site functional testing, the thermogard console (sn (B)(4)) displayed tcmid: 05 (coolant diff failure) error message on the display panel screen.